Event description:
It was reported that the customer was hospitalized due to hypoglycemia. The customer's blood glucose reading was 5 mg/dl at the time of the event. The customer stated that he was completely at fault for the event. The customer stated that on the morning of the event, he woke up and bolused for a breakfast he did not eat, and then he went back to sleep. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.